Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined the reported malfunction could not be reproduced. A technical support specialist confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system refrigerator had experienced low temperatures and could not be restored to the normal range. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.